Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture. The physician opted to reimplant the rv lead in a new location. However, it was noted that the rv lead helix failed to extend. The rv lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event helix mechanism issue was confirmed and the reported event of loss of capture was not confirmed. The lead was returned for analysis. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination of the helix region found no anomalies or distortion of the helix that would contribute to the helix issue reported. X- ray examination found the inner coil over torqued at the connector region consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and the blood/tissue clogging the helix region. Electrical testing did not find any indication of conductor fractures. Internal shorting found due to over torqued inner coil inside the connector region.